Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that an end of service (eos) was seen. The device is off/disabled and no longer providing therapy. The patient said he was told the implant would last five years. Patient said the device was working fine but he had an MRI of the brain and ever since the MRI he could not communicate with his programmer and it displayed the eos code. Patient said the MRI is unrelated to their device or therapy. Patient mentioned he's in the hospital for a stroke and is unable to go to his managing healthcare provider (hcp) as he will be in the hospital for several weeks. The stroke is unrelated to the patient's device. It was reviewed the hcp at the hospital can contact manufacturing representative (rep) to request a rep meet the patient at the hospital. The patient also mentioned he had someone else write down the phone number for patient services because he "lost his left hand". No further complications were reported. No additional patient symptoms were reported. Addition information: it was reported the patient has had a return of their pain in their lower extremities and patient says the battery is dead and unresponsive. Caller didn't know for sure what patient was seeing on their patient programmer. No further information was reported.